Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, troubleshooting by abbott field service, review of service history, a search for similar complaints, and a review of labeling. Return material was not available. The abbott field service representative (fsr) evaluated the analyzer. The fsr cleaned multiple parts, performed internal decontamination and replaced parts (tubing, nozzles, bellows and probes.) No additional reports of false elevated magnesium results have been received on the analyzer after the fsr evaluation. An instrument service history review verified no subsequent issues have been reported since service visit and the customer moving the magnesium reagent to a different line. A review of historical data for the architect c16000 system revealed no adverse trend, systemic issues, or nonconformance. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c16000 analyzer, list number 03l77, was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer generated a falsely elevated magnesium result while using the clinical chemistry magnesium assay on the architect c16000 analyzer. The customer provided the following result data: sid (B)(6): initial 8.6 mg/dl, retest 1.7 mg/dl. No impact to patient management was reported. No additional patient information was provided.